Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. Although several attempts have been made, a medwatch 3500a was not received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00171.

Event description:
Allegedly this component was revised during the revision of another component.

Event description:
Allegedly this component was revised during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Device history record reviewed. X-ray reviewed.